Manufacturer narrative:
Technician found the empty bed on 3rd floor hallway with (broken) sign on it. Took the bed to bed shop. Found hi-lo foot would drift down. Replaced the hi-lo-foot up valve to resolve the issue.

Event description:
Found the empty bed on 3rd floor hallway with "broken" sign on it.